Event description:
Caller states the patient tested 5.4 inr on the coaguchek xs system and 3.9 inr on a comparison lab. Medication was held until lab results returned. No adverse event reported. Requested return of suspect system and replacement was sent.